Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event of flickering image occurred due to deterioration of the cable unit and water tightness is lost due to damage on the cable unit whereas it is presumed that the loose cover unit occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had flickering image, lost water tightness, and loose cover unit. There was no patient involvement.